Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as poor hygiene by the patient. The peritonitis manifested as abdominal pain, cloudy effluent, and nausea. The patient was hospitalized for the event and treated with vancomycin (dose and frequency not reported), levaquin (dose and frequency not reported), and fortaz (daily, dose not reported). The patient was retrained on aseptic technique and discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.